Event description:
It was reported that the patient alarm was triggered due to high impedance. It was also reported that impedance has been slowly rising since (B)(6) 2010. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated lead impedance out of range alert and the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2010, (B)(6) 2012, and (B)(6) 2013. Max right ventricular (rv) pace impedance rises from an approximately 2000 ohm the week ending (B)(6) 2012 to 2432 ohm the week ending (B)(6) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.